Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s): etlw1616c93ej, sn (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.4 cm in diameter abdominal aortic aneurysm. It was reported that one week post endurant implant procedure, CT scan images showed thrombosis was occluding the endurant stent grafts starting from right common iliac artery to the bifurcated part of the main body bifurcated stent graft system. The endurant contralateral limb stent graft was crushed at terminal by the main body ipsilateral limb, and thromboembolism occurred in the right leg. During the initial procedure stent grafts were approximately 20 mm in diameter, the final angiogram showed there was no abnormality in the bloodstream and therefore no kissing balloon technique (kbt) was performed. The physician elected to perform a thrombectomy with a fogarty catheter and two endurant iliac limbs were implanted both sides respectively starting from below the main body bifurcation, and kbt was then performed. The event was resolved. Per the physician the cause of the event is related to the patient anatomy. No additional clinical sequelae were reported and the patient is fine.